Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation:visual analysis of the returned device identified: opening, crease fold, white particles. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿rash¿, " lump nodes were a little enlarged and it was treated with doxycycline", " the left side is tight, its probably the capsule", and ¿implant exchange from textured to smooth implants due to the patient's concern¿.

Event description:
Patient reported a left side ¿rash¿, " lump nodes were a little enlarged and it was treated with doxycycline", " the left side is tight, its probably the capsule" and ¿implant exchange from textured to smooth implants due to the patient's concern¿. The device was explanted.